Manufacturer narrative:
Follow-up #1: date of submission 12/11/2015 device evaluation: the pump has been returned and evaluated by product analysis on 11/20/2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, no defects were found with the pump. Review of the black box data found that the pump was out of box and has never been used for basal or bolus deliveries. The pump powered up and functioned properly. The pump delivery accuracy was found to be within specifications. A normal and an audio bolus were delivered and recorded properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any issues.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that because of an unspecified pump malfunction the patient experienced a near crash in her car. No additional information was provided. Attempts by the customer support to follow-up on the matter were unsuccessful. The reported issue remained unresolved and the contribution of the pump could not be ruled out. This complaint is being reported because the patient experienced an adverse event and the contribution of the pump could not be ruled out.